Event description:
The device was returned for analysis after pre-implant interrogation revealed a depleted battery. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.